Event description:
Three to four months post operatively, it was seen on radiograph that a suture anchor had extracted from the bone of the humeral head and had migrated to the sub-acromial space. Revision surgery was required and performed to extract the suture anchor. The original surgical intent/use of the suture anchor placement was determined healed and seen undisturbed by the reported device failure. No new device was clinically required nor implanted as a result of this failure. No device is returned for evaluation. (B)(4).

Manufacturer narrative:
Device failure is confirmed by examination of a single view radiograph. Cause of failure is not identified with certainty. Device not returned for engineering review. No additional info is anticipated.